Event description:
Note: this is one of three complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-05552 and 3005099803-2009-05557. It was reported to boston scientific corporation that a resolution clip was used during an upper endoscopy procedure with a gastrointestinal bleed performed on (B)(6), 2009. According to the complainant, the pt had a bleed in the duodenal bulb due to an ulcer. The first clip was deployed successfully onto the ulcerated site. They attempted to use a second clip and it would not fully unsheath. A third clip was used with the same result. They used a fourth clip and it was deployed successfully onto the ulcerated site. They clipped as much of the site as they could and the pt continued to bleed. An injection gold probe with epinephrine and heat successfully stopped the bleed. However, after use the needle of the gold probe, the needle would not retract back into the catheter. The probe was pulled back through the scope with the needle not fully retracted. It did not damaged the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).